Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('bleeding- gen. Abnorm. Bleed') and sarcoma uterus ('sarcoma in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuva ring and mirena. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("pain ¿ dysmennorhea ( cramping)") and was found to have sarcoma uterus (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, sarcoma uterus, abdominal pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, sarcoma uterus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for removal date as date of removal: (B)(6) 2016 hyst (partial), and date and type of additional surgeries: (B)(6) 2016 hyst (full). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), sarcoma in uterus were added. New reporter, historical drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding- gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("pain ¿ dysmennorhea ( cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted for removal date as date of removal: (B)(6) 2016 hyst (partial), and date and type of additional surgeries: (B)(6) 2016 hyst (full). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury nos" is replaced with "pelvic pain". New events added: dysmenorrhea (cramping), abdominal pain and gen. Abnormal bleeding. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.